Manufacturer narrative:
Vyaire complaint number (B)(4). Results of investigation: a vyaire service technician received driver motor 3-phase for evaluation. The technician was not able to confirm or duplicate the reported complaint. The root cause could not be determined.

Manufacturer narrative:
Vyaire complaint number: (B)(4). Results of investigation: a vyaire service technician received driver motor 3-phase for evaluation. The technician was able to confirm and duplicate the reported complaint. The root cause was determined to be a faulty spacer bearing.

Manufacturer narrative:
Vyaire file identification: pc-(B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. However, this device was evaluated by the customer who identified that the failure was associated with a faulty turbine and turbine printed circuit board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the vela ventilator experienced motor fault alarm and unusual huge sound generated by the turbine. The customer confirmed that there was no patient involvement associated with the reported event. The reported issue was detected during set up prior to patient use.